Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 5.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced an adhesive patch detached from cannula issue event on (B)(6) 2026. No further information available.